Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that her one touch verio iq meter had displayed an inaccurate erratic result. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the product issue began on (B)(6) 2016, 2:30pm when the patient obtained alleged blood glucose results of ¿3.2 and 8.0mmol/l¿ on the subject meter preformed less than 20 minutes apart. The patient detailed that a few minutes prior to obtaining the first result she was experiencing symptoms of sweating and weakness. The patient manages her diabetes with a combination of medications including metformin500mg twice daily, januvia 50mg twice daily and humalog/touljeo. She stated that she made no changes to her usual diabetes management routine as a result of the alleged product issue. At 2:35pm she reported that she self-treated with food and drink (juice and crackers). No other device was used to obtain a blood glucose result. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Cca confirmed that the patient did not have any control solution. The patient was unable/unwilling to describe their testing steps. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.